Event description:
Boston scientific crm received information that this right ventricular lead was explanted. Intermittent capture was noted in the rv lead. During the revision procedure, the helix would not fully retract. The physician elected to implant a new lead. Once the rv lead was out of the body, the helix was retracted using a turning tool.